Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. Fractured piece(s) were not returned with the device for review. Distal frame and hex bolt have gouges and deformation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00-8757-048-01 item name continuum tm shell clust 48 gg lot# 66215427 g2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the offset inserter was broken during a procedure and remained in the cup. The surgery was completed by replacing the cup and recovering the debris. There is no additional information available at the time of this report.